Event description:
The company representative reported one month post injection of estyme form in the zygomatic arch (03cc), medical cheek (0.2cc) patient experienced local edema and erythema. Patient was treated with systemic corticosteroids followed by broad-spectrum antibiotics. After 48 hours of antibiotic treatment, the patient showed significant clinical improvement, with a marked reduction in edema, erythema, and associated symptoms.

Manufacturer narrative:
Inflammation such as swelling or redness may develop near the dermal filler injection site following viral or bacterial illnesses or infections, vaccinations, or dental procedures. In some cases, side effects may emerge weeks, months, or years later. This is a known potential adverse event addressed in the product labeling. The filler was injected into the patient and is not available for return. The device history record could not be reviewed as the lot number was not reported complaint number: (B)(4).